Manufacturer narrative:
The device was received for evaluation with a disconnect cap and an evaluation is complete. A visual inspection was performed and found no issues. Leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues noted. In addition, push-pull testing was performed, and no separation between the patient adapter and tubing was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during patient use. While asleep, the patient realized that the solution leaked out and that the transfer set has become disconnected. The patient reported that the physician stated that the tubing had come off from the patient connector and that the patient connector was left attached to the titanium adapter. As a result of this event, the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.